Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than the cardiac resynchronization therapy defibrillator's (crt-d) programmer lower rate and the patient was not feeling right. The device remains in use. No further patient complications have been reported as a result of this event.